Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded and peeling serial number label.

Event description:
The customer reported via phone call that their insulin pump had cosmetic damage. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the seal for the reservoir has broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.